Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. Therefore, the investigation was limited to retention samples, user facility information, and quality record review. A microscopic inspection of retention samples confirmed no anomaly. It was confirmed that the glue was applied normally for the bonding needle and the needle hub. A review of the device history record confirmed no production related problems of the concerned lot. Although the exact cause cannot be determined there is no evidence that this event was related to a device defect of malfunction. All available information has been placed on file in quality assurance for tracking, trending, and follow up. (B)(4). Device not returned.

Event description:
The user facility reported that during an injection of the left lower jaw, the needle fractured while removing from the mouth. Follow up communication with the user facility reported the following: (1) the needle has been used only one time and was not bent; (2) the dentist contacted the hospital in (B)(6); (3) an orthodontist removed the needle tip under general anesthesia; (4) this resulted in three weeks of sick leave for the patient.